Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection showed a white particle floating in the filled solution inside the drip chamber. The particle was determined to be a bandage particle. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution administration set had a white particle floating in the solution. This was observed while priming the device. A viaflex was being used with the set. The viaflex was filled with a mixture of nutritional solutions. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.